Event description:
It was reported that the right ventricular lead exhibited low impedance, decreased sensing, and increased thresholds. A chest x-ray revealed no anomalies. The lead was replaced and the patient was doing fine; the date of the procedure is unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.